Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Information received from (B)(6). Formal claim received regarding pinnacle com corail hip implant revision due to pain, raised cobalt & chromium levels, and soft tissue mass. Update rec¿d 17 april 2015 - an x-ray and medical record review was conducted which identified the following found at revision : "gross metallosis. Bulging fascia lata, with large cyst attempting to herniate through. Hip contained necrotic granular metallic debris/ tissue in abundance. Complete tear with muscle necrosis of gluteus medius, gluteus minimus, rectus femoris, piriformis obturator internus and gemelli. Stem neutral with evidence of posterior impingement with notching of stem. Cup position 60 degrees anteverted and 45 degrees abducted. Bone loss: tip of trochanter, calcar and posterior wall of socket. Extensive metal staining in remainder of trochanter. All components were revised. The stem was removed atraumatically. The metal liner was removed, but the screw in the cup could not be removed because the screwhead had rounded off. It wasn¿t possible to remove it with the broken screw removal set due to the extreme anteversion of the shell. The shell was removed over the screw and then the screw was extracted by removing the head and coring over it. There was a fracture of the remaining posterior wall of the acetabulum." The stem, screw, and cup are being reported at this time. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A review of device history records for the fractured screw identified no manufacturing deviations or anomalies that would have contributed to the reported event. Medical records and x-rays were received and reviewed. The investigation could not identify any product contribution to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.